Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2024-00537. D10: medical product: femur cemented plus right size 7+, item# 42504606212, lot# 65092687. Stem extension tapered cemented 14 mm diameter +75 mm length, item# 42560007514, lot# 64911556. Femoral distal augment cemented size 7, 7+ 10 mm thickness, item# 42556606210, lot# 65042258. Femoral distal augment cemented size 7, 7+ 10 mm thickness, item# 42556606210, lot# 65042258. Tibia fixed cemented right size d, item# 42542006702, lot# 65114284. Stem extension tapered cemented 14 mm diameter +75 mm length, item# 42560007514, lot# 64982155. Series a asymmetric pat 34x8.5, item# 184793, lot# 802020. Refobacin bc r 1x40 us, item# 110034355, lot# k0205z49aa qty (B)(4). Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises, or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a manipulation under anesthesia approximately two months post implantation due to arthrofibrosis and stiffness. There is no additional information available.